Event description:
User facility reported that a pt experienced a perforation after having had a biopsy performed with the subject device. The pt reportedly required surgery to address the perforation. No further detailed info was provided.

Manufacturer narrative:
Olympus followed up with this facility via telephone and in writing to gather additional info regarding this report, but only limited info was provided. The user facility reported that this was one of three similar events that occurred within the space of approximately 30 days at the facility. The device referenced in this report was discarded by the user facility and was not available for evaluation. The hospital forwarded a sample of the same model of device from their inventory for evaluation. The evaluation found no problems with the device. The sample device will be forwarded to OEM for further investigation. An olympus clinical endotherapy specialist followed up with facility to offer additional support, however, no reply was received. If significant additional info is received, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution. This is one of three related reports. See also MFR 8010047-2010-00229 and 8010047-2010-00228.